Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose level was 537 mg/dl. The bg was addressed with a correction bolus via the pump. Customer loaded a new cartridge to resolve the issue.